Manufacturer narrative:
The broken instrument was returned for evaluation. We confirmed that the ceramic beak is broken off, the broken piece was not returned by the facility. The instrument had been in use for 2 years. Damage is most likely due to excessive force and/or handling of the device.

Event description:
Allegedly, during a cystolitholapaxy with laser procedure, a piece of the ceramic tip broke inside the patient, the doctor was able to successfully retrieve the piece. They removed the sheath and obtained another to complete the procedure with no further incident and no harm caused to the patient .